Event description:
It was reported that during routine check user found the cs300 intra-aortic balloon pump (iabp) unit was not switching on. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (investigation conclusion, investigation findings, type of investigation). A getinge field service engineer (fse) checked the machine and found the issue with power supply (d014-00-0033-05) defective, needs replacement of power supply with new one under cmc. Fse did not replaced any parts, awaiting for parts. Still awaiting for spare part, no further update available right now. In future if we receive any repair information will reopen and update the investigation.

Manufacturer narrative:
Updated fields: b4, g3, g1 (contact person ¿ mfg site), g6, h2, h6 (component code), h11. A getinge field service engineer (fse) checked the machine and found the issue with power supply (B)(4) defective, needs replacement of power supply with new one under cmc. Fse repalced the power supply with new one (B)(4), checked functionally found ok. Handed over the machine in good working condition.